Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A follow up report will be submitted once evaluation is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) found no anomaly. Two known good leads were attached to the returned ins with the distal ends placed in 0.9% saline solution. All impedances were less than 1,000 ohms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the previous implantable neurostimulator (ins) was replaced due to normal end of life (eol) but when they hooked up the new ins to the existing leads, the 8-15 electrodes were all greater than 10,000 ohms except for contact 8 which was around 747 ohms. They had the physician remove the lead from the header, wipe it off and reinsert the lead three different times but impedances remained high even after increasing the amplitude. There was a report that they woke the patient up and tested leads in multi-lead trialing cable (mltc) and got good coverage. It was then reported that they tested with the ins and the patient was not feeling any stimulation. The bad lead was plugged into the 0-7 port and everything was fine. The setscrews were loosened and retighten but high impedance was still seen. A new ins was used and the issue resolved. The lead was "catching" when it was inserted and removed from the bottom port and the lead didn't go in as smoothly as with the top port. No medical symptoms were reported.

Manufacturer narrative:
Correction: (B)(4) should be included.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.